Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep measured the pilot and video signal from the closed circuit digital camera to the video control printed circuit board, and reseated the video control, the image processor, and the display adaptor printed circuit boards, the system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would display a black screen. No pt injury was reported.